Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the following reportable events: control unit was dirty. Circuit board unit in scope connector was dirty. Plug unit was dirty. Incompatible scope error (scope error for unsupported scope) occurred. The image was not displayed. There was no patient involvement.